Manufacturer narrative:
The customer reported that the central nurses station (cns) froze. Restarting the cns did not resolve the issue. A follow up call was made to the customer to check on the status of the issue. Customer stated that the issue has since been resolved. An attempt to find out how the issue was resolved was made, no further information was provided. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) froze.